Manufacturer narrative:
The reported field events of no bluetooth (ble) telemetry and premature battery depletion were confirmed in the lab. Review of the device data showed an abnormal battery drop in the battery voltage trend. The cause of the ble telemetry issue and premature battery depletion was consistent with a ble circuitry anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
This device is included in the ble malfunction action issued by abbott on 10 march 2022.

Manufacturer narrative:
The reported field events of bluetooth (ble) telemetry anomaly and premature battery depletion were confirmed in the lab. The cause of the event was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
Prior to an implant procedure, the device was unable to be interrogated using bluetooth telemetry. The device was able to be interrogated with inductive telemetry, which revealed that the device was at elective replacement indicator (eri) due to suspected premature battery depletion. As a result, the device was not implanted and was replaced to resolve the event. The patient was stable.